Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2007 - umbilical herniorrhaphy with ventralex mesh, inguinal hernia repair with flat mesh. On (B)(6) 2007 - exploratory laparotomy, removal of ventralex mesh, drainage of intra-abdominal abscesses, right hemicolectomy, inflamed appendix removed, inguinal repair site unaffected, wound vac placement. On (B)(6) 2007 - drainage of peritoneal abscess, repair of wound dehiscence. On (B)(6) 2007 - ventral incisional hernia repair with composix e/x mesh. On (B)(6) 2008 - incision and drainage of abdominal wall abscess, partial explant of the composix e/x mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, the patient was treated for an umbilical hernia with a ventralex mesh and an inguinal hernia with a bard flat mesh on (B)(6) 2007. On (B)(6) 2007, the patient underwent an exploratory laparotomy and was found to have developed a cecal bastule that had obstructed the ascending colon and caused a perforation. As a result, the ventralex mesh was removed. There was no indication that a failure of the ventralex mesh had occurred. This procedure also included an appendectomy. Following surgery, it appears that the wound did not fully heal. Currently, it is unknown whether the mesh may have contributed to the alleged event. Based on the medical records, the ventralex mesh appears to have been explanted as a result of the cecal bastule that the patient had developed. The medical records do not indicate a device failure, and no sample has been returned for evaluation. It does not appear that the bard flat mesh was involved in any of the patient's subsequent procedures. With the information provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00349 for information regarding the composix e/x implanted on (B)(6) 2007.